Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of incident which was treated with manual injection. The customer¿s current blood glucose value was unknown. It was unknown if the auto mode feature was active at the time of the incident. The customer's mother declined further troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.